Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the device was leaking and the surgeon could not get good abdominal pressure. He complained that this created less room for him to work in during the procedure. They did observe that the devices were hissing. They completed the procedure with the trocars.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes if so, did the "noise" prevent insufflation? Please describe the noise. Hissing. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from?top of the trocar seal. Was a device inserted in the trocar during the leaking? No if so, what device? Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.